Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A customer quality engineer reviewed the electronic patient record. It was verified that the device powered off on 02/02/2021. It was verified that this device was used with an auxiliary power source and the dc power adapter was not communicating properly. Based on the information available, the likely cause of the device shutdown is that the dc power adapter was not able to communicate with the lifepak 15. The dc power adapter has not been returned to stryker for evaluation, so no further root cause is known.